Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(4) displayed fault code 16 (timeout moving to take-up position)" was confirmed in the archive data but was not confirmed during functional testing. A technical investigation determined that fault code 16 was most likely caused by an inconsistent brake gap activation due to burrs on the drivetrain motor brake gap area. The reported complaint that "the autopulse platform displayed user advisory (ua) 17 (max motor on time exceeded during active operation)" was also confirmed based on both archive data review and functional testing. The root cause of the ua17 advisory message was the malfunctioning drivetrain motor due to failed component(s). Visual inspection was performed and found no physical damage to the autopulse platform. The archive data review showed multiple ua17 and fault code 16 around the reported event date, confirming the reported complaint. The autopulse platform failed initial functional testing at zoll service depot due to a ua17 advisory message. Further investigation determined that the drivetrain motor brake gap was very dirty and covered with metallic burrs, attributed to frequent use of the device over time. Zoll service personnel concluded that failed component(s) on the drivetrain motor caused the ua17, and the accumulation of dirt at the brake gap most likely caused the intermittent occurrences of fault code 16. The drivetrain motor assembly was replaced to remedy both the reported error codes. Following service, the autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(4).

Event description:
Zoll representative reported that during a trade show, the autopulse platform (sn 35175) displayed fault code 16 (timeout moving to take-up position) and user advisory (ua) 17 (max motor on time exceeded during active operation). No patient involvement.